Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly will not be explanted at this time due to the recipient's age. The recipient's device remains implanted. Advanced bionics believes that the recipient experienced an in-situ failure. A review of the device history record revealed no anomalies. This is the final report.

Event description:
The recipient reportedly experienced sound quality issues, followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. The recipient was advised to discontinue use of the device.